Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred and that the pump shut off unexpectedly. Customer¿s blood glucose level was 517 mg/dl. Elevated bg was addressed via a manual injection. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged malfunction issue was verified, however no failure was identified for the unexpected shutdown.